Event description:
The pump reportedly failed volume accuracy testing. With an expected delivery of 20.0 +/-1.0ml, the pump delivered 18.8ml. Testing was being routinely performed after system upgrade, there was no patient involvement. There were no reports of any adverse patient events when the device was in clinical use.

Manufacturer narrative:
Factory testing and investigation could not confirm the reported underdelivery. The device passed long and short term delivery tests with different cassettes and settings. The frequency of death or serious injury reports for code 103 (underdelivery) for plum products is <0.01/million sets.